Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(4) 2022, it was reported by a sales representative via sems that an ar-18700-49 lobster clamp, radiolucent had an issue. Using the mini cfs set for a 5th met procedure on (B)(6) 2022, the surgeon asked for the ar-18700-49 lobster clamp and started applying pressure to clamp the bone, and one side of the clamp broke off. The piece was retrieved from the patient. The rep observed the surgeon performing the procedure and he said that he was not applying excessive force to the clamp. An alternate clamp from the set was used and the procedure was completed successfully. The piece that broke off was discarded by the hospital, the other piece was available for return. It looked like the item fell apart and did not break due to neglect. This was discovered during use with no impact to the patient.